Event description:
During implan, both leaflets of the valve became dislodged from the orifice. The leaflets were retrieved and the valve was explanted and replaced. A chip from the pivot guard was observed to be missing and was not retrieved from the pt. A leaflet tester was the only instrument which was utilized. The pt remains in critical condition on a ventilator with cerebral embolism.